Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 19 years ago. Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the absence the lack of the products to examine and insufficient product information. Although no conclusions could be drawn, polyethylene wear after approximately nineteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address knee pain. Poly wear and osteolysis discovered intraoperatively.